Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a tip of the cartridge was found to be deformed when the intraocular lens (iol) was placed inside of it. The procedure was performed and completed after replacing the cartridge and lens.

Manufacturer narrative:
Product evaluation: the cartridge was returned. Only a small amount of solution was observed in the cartridge. The lens was observed just past the loading area. The leading and trailing haptics are folded onto the optic. The lens is in an acceptable position for advancement. The tip is bent on the right side. The cartridge shows evidence of being placed into a handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified lens. The associated intraocular lens (iol) product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the bent tip. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. The obvious nature of the damage and the extreme pressure needed to create it makes it unlikely that product would have left the facility in this condition. Due to the device being used, lens loaded and evidence of being placed into a handpiece, we cannot verify the damage was present when opened. The possibility exists that some of the observed damage may have occurred during shipment back to the manufacturing facility due to the cartridge being returned loose. The manufacturer internal reference number is: (B)(4).